Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 545 (mg/dl). A pump bolus was delivered to address bg levels prior to hospitalization. While hospitalized, the customer was treated with intravenous insulin and fluids. The customer then attempted to resume pump therapy and bg levels began to rise again. System check with tandem technical support revealed insulin leaking from the cartridge. A new cartridge was loaded onto the pump. Attempts to obtain the hospitalization release date were unsuccessful.